Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # (B)(4). The manufacturer's investigation is ongoing, and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Of the forty-two (42) patients without preexisting cardiac implantable electronic device (cied)s, one patient with a preexisting cied had device malfunction, requiring a new cied (leadless pacemaker). Two (2) weeks after ttvr, the patient underwent replacement of an ICD system; the patient was asthenic.